Event description:
It was reported that the pulse generator exhibited far field waves on the atrial channel post implant, presumed to be cross talk. The device was explanted and replaced.

Manufacturer narrative:
Unknown final analysis found that the pulse generator had a defective integrated circuit. After the integrated circuit was replaced, normal function ensued.

Event description:
Adverse event(s): "toxic anterior segment syndrome" (inflammation). Product problem(s): "none reported" (no info). A surgeon reported five cases of toxic anterior segment syndrome (tass). This report is for the second pt where tass was reported to have been "light" and has resolved. The facility reported they do not know the cause of tass at their facility and they are currently investigating everything including their cleaning procedures and products used. The MFR's account rep and the operating room surgical consultant are assisting the user facility. Additional info was received; the surgeons at this facility are convinced that this product was not the cause of tass. They feel it was a cleaning issue with the reusable I/a handpiece. It was noted that one of the surgeons had never had a case of tass and she used this product, however, she did not use the reusable I/a handpiece like the two surgeons who were having tass issues. All three surgeons believe this is why she did not have any cases of tass. The director of sterilization has removed the I/a handpiece from circulation.